Manufacturer narrative:
Corrosion was discovered in the motor assembly, which is a probable cause of the device running without user activation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the saw operated without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.